Manufacturer narrative:
The device was manufactured december 12, 2017 - december 13, 2017. The device was received for evaluation. Visual inspection on the unit via the naked eye noted a black spot approximately 0.08 square mm in size, located on the outer surface of the luer lip. Microscopic examination suggested the black spot was morphologically consistent with ink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black stain was observed inside the luer adaptor of a small volume infusor. The event occurred during filling. There was no patient involvement. No additional information is available.